Event description:
Pentax medical was made aware of an event on (B)(6) 2022 that occurred in china within the apac region in the operating room during use. The user reported that "at 10:05 am on (B)(6) 2022, the patient was admitted to the gastroenterology department of (B)(6) hospital for treatment due to dryness in the mouth, polydipsia and emaciation for over a month. At 09:21 in the morning of (B)(6) 2022, the patient went to the endoscopy room for a colonoscopy. At 09:28, during use, the doctor found that the angle of the endoscope could not be rotated, caused the patient's gut bleeding. The user stopped using immediately, reported to the director of the department and the medical equipment department, replaced other scope and observed the patient's condition. At 09:32, the patient's bleeding stopped. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
F10 coding changed based on the investigation result. Add health effects - health impact code: 4644 medication required. Component code: 4727 cable, mechanical/structural changed to 3111 steering wire. Evaluation summary: good faith effort(gfe) results indicated that the patient examination was completed and after the physician injected adrenalin to stop bleeding, the patient was released the same day. It was also learned that the endoscope had been repaired by a third party. Based on the events reported in this case, it was determined that bending was not possible due to the angle wire breaking in the endoscope control section. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.